Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted for urinary tract stones. On (B)(6) 2026, the assigned nurse administered intravenous therapy as ordered by the physician. While venting the closed-system intravenous catheter, the nurse discovered a tear in the tubing causing fluid leakage, rendering the catheter unusable. The nurse immediately replaced the catheter with another one, after which the procedure proceeded normally, and the patient sustained no harm.